Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No serial/lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an unknown pump has under-delivered fluorouracil. Per reporter, after the first error the pump was quarantined and there was some question as to whether or not the patient stopped the infusion accidentally for a period of time after looking at the history. Per reporter, it was attempted to replicate the under delivery and the pump was fine. It is unknown what cassettes were used. The event occurred while in use with the patient. No patient harm/adverse event reported.